Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had battery issues and that they experienced high blood glucose level of 600mg/dl. The customer treated with insulin pump. The customer was advised to contact health care profession but declined and also declined to continue troubleshooting for high blood glucose due to pump suspending delivery. Troubleshooting for power loss alarm was performed. Customer stated that insulin pump received multiple power loss alarms when batteries were out for less than 10 minutes. Customer did not have new batteries to continue troubleshooting. In addition, customer also stated insulin pump received low battery alarm multiple times after changing battery. The insulin pump will not be retuned for analysis.